Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. Additional information from the field representative indicates that this lead exhibited intermittent capture due to an undetermined cause, however, micro-dislodgement was suspected by the physician. Also, it was indicated by the field representative that this lead was surgically abandoned and not explanted. This lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
Correction: d6b field: explant date. Updating to "not applicable (na)" as additional information indicates the lead was surgically abandoned. B5 field: describe event or problem. Updated due to additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. Additional information from the field representative indicates that this lead exhibited intermittent capture. This lead was successfully replaced. No additional adverse patient effects were reported.